Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they had air bubbles. The customer's blood glucose level was 120 mg/dl. The customer stated that they changed the reservoir, because there was a lot of air bubbles. It was reported that they had large air bubbles during filling process. The customer was advised to change set. The insulin pump will be returned for analysis .

Manufacturer narrative:
Evaluated one open and used reservoir. Performed pre-fill test to reservoir and no air bubbles were observed during analysis. Checked o-rings and stopper groove for defects; none were found. No air bubbles were noted.